Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph noted a separation between the female connector and main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue caused by inadequate solvent to the insert chip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (blue part) and the main body of the minicap transfer set. This occurred after treatment of peritoneal dialysis therapy peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.